Event description:
"Rep was in a case (B) (6) 2009 with a vascular surgeon. He used a 6fr vipersheath to go up and over; problems at the groin site due to multiple surgeries. Completed the case and while removing the sheath it broke into two pieces. The surgeon said he had to use a little more force than usual. He did a small cut down on the sheath at the site. Removed the second piece of the sheath and put in a new one with no problems. The physician and I sat down and talked it over and he decided that because of the scar tissue and the acute angle at the bifurcation, this was the reason for the breakdown of the sheath. Call received from the rep. The device was discarded at the facility, so is not available for analysis. The physician stated that this was definitely not a device failure, but was due to the patient's anatomy - sharp angle in aortic arch and lots of scar tissue in the groin access site. Physician was unable to insert any various short sheaths through the groin site and did not think he'd be able to navigate the arch, but tried with this sheath and had minimal difficulty inserting and no difficulty navigating the arch. The procedure was successful and the only difficulty came in attempting to remove the sheath through the scar tissue. The clinician had to pull with both hands and used much more force than usual, therefore he thinks he exceeded the limits of the design of the device and sees no fault in its performance."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Pull force of valve/sheath joint was above the minimum specification on retained devices from same lot. The presumptive root cause is that the sheath encountered a force that exceeded the material strength causing it to break and unravel within the patient's body. The source of the force is unknown but may be possibly attributed to the amount of calcification within the patient's vessels and/or tortuous anatomy (reported as lots of scar tissue in the groin access site).